Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach after a gastrectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but did not detach from the catheter to deploy even after several manipulations of the handle. Reportedly, the clip was pulled off of the mucosa using pressure, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach after a gastrectomy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but did not detach from the catheter to deploy even after several manipulations of the handle. Reportedly, the clip was pulled off of the mucosa using pressure, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was partially attached to the device. It was also noted that the device returned without the over sheath. The coil was unraveled close to the tip of the device. It was possible to observe that the capsule tabs were inside of the bushing and were found damaged. Additionally, x-ray analysis was performed and it was confirmed that the clip assembly was partially attached to the device. Dimensional examination was performed between the hooks of the bushing to further analyze the deployment issue, and side a was found to be within specification, while side b was confirmed to be out of specification. However, the bushing outer diameter was observed to be within specification. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.